Event description:
Device 2 of 2 (refer to manufacturer's report number 1627487-2008-00028 for device 1). In 2008, pt was implanted with a lead at t9-t10 ipg for bilateral leg and foot pain. It was reported post-operative the pt was fine and that the pt stimulator was turned on the following day in the hospital, and pt received good stimulation. It was reported that at the post-operative programming the following week, that the pt was doing well. At approximately 14 days post-operation, pt contacted technical support and reported she could not feel or move her legs. Patient's physician was contacted, who instructed pt to go to the emergency room. It was reported in the next day, that the on-call neuro at the ER took pt into operating room, found, and removed a hematoma. The system was not returned to ans for eval. Follow-up on the pt found the pt had not regained movement/feeling below the waist. A follow-up report will be provided when ans received further info.

Manufacturer narrative:
Eval for device 2 of 2 (refer to manufacturer's report number 1627487-2008-00028 for device 1). Method: device history record and sterilization records were reviewed. Results: all records reviewed were found to meet specifications. Ans, inc. Has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans, inc. Defers to the patient's physician regarding medical history.